Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that experienced low blood glucose level of 15mg/dl. Customer¿s current blood glucose value was 259mg/dl at the time of the call. Troubleshooting was performed for high blood glucose. The product was not returned for analysis.